Event description:
Procedure type: unknown. According to the reporter: the staple could not be formed. The doctor had to use suture to finish this procedure. Patient involved w/o injury. There was no fluid leakage due to this problem, nor blood loss of 250cc or more due to this problem, nor was there any unanticipated tissue loss. The surgery time was extended by more than 30 minutes due to this problem.

Manufacturer narrative:
(B)(4).